Event description:
Additional meaningful information received indicated that the ipg was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg lost communication with external devices. In turn, the ipg deemed inoperable. Surgical intervention may be undertaken to address the issue.